Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the pump had intermittent power. It was noted that the battery compartment was cracked with corrosion. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07-nov-2018 with the following findings: the pump was cracked above and below the grip pad. The battery cap was able to secure to the pump and maintain an electrical connection. A 12 hour duration test was completed with no power interruptions. Moisture damage was observe din the battery compartment. The display screen was dim and discolored.